Event description:
Related manufacturer report number: 2017865-2023-22483. During a remote follow up, noise resulting in oversensing and oversensing during diagnostics was observed on the right ventricular (rv) lead. Technical support was contacted and also noted noise resulting in oversensing on the right atrial (ra) lead. Lead damage was suspected. No intervention has been performed at this time. The patient was stable and will continue being monitored.

Event description:
Additional information was received indicating provocative testing was performed and the noise was able to be reproduced. Additionally, diagnostic imaging was performed.